Event description:
An infusion pump with failure code 33. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.